Event description:
It was reported the device had a malfunction with the alarm. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Reporting address line 1: (B)(6). A good faith effort (gfe) response did not confirm the root cause of the issue as it was "asked but unknown". The device is out of warranty, and the customer took responsibility for servicing the unit themselves. A third-party company repaired the unit and the gfe response reported the unit to be working to specification. Based on the information available, the cause of the reported problem was not confirmed. The reported problem was not confirmed. The investigation concludes that no further action is required at this time. No further investigation or action is warranted.